Manufacturer narrative:
H.6. Investigation summary: no samples and 1 photo was returned by the customer in support of this complaint . The photo was evaluated and shows that additive is present in the tubes and is in a clump at the bottom of the tube. This type of powder can exhibit come "clinging" properties that results in a clump being formed, this is not an unusual appearance. Additionally, 60 retention samples from the bd inventory were inspected with no issues being identified. All powder in the retention tubes had the same appearance. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed, a quality notification was generated for low out of specification additive fill. All defective product was disposition per procedure. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube, the device experienced clotting within the tubes. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: a clumped additive is observed in the blood tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There is two 510(k) numbers for this device as it is manufactured as; k945952, and k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube, the device experienced clotting within the tubes. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: a clumped additive is observed in the blood tubes.